Manufacturer narrative:
The reported product issue was initially reported in the (B)(6) 2020 vmsr report. If implanted; give date: lens was not implanted. If explanted; give date: lens was not implanted, therefore not explanted. (B)(6). (B)(4). Device evaluation: the intra-ocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that 3 additional complaints for this order number have been received with issues unrelated to the reported in issue in this filing. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic was broken. The issue was observed after the lens was fully implanted and was then removed and replaced. There was no delay in the procedure and no medication was prescribed. Through follow-up it was learned that the incision was enlarged from 2.2 to 2.8. Patient outcome was good after replacement with another lens. No further information provided.